Event description:
Additional information was received from the patient. They reported that the shocking at the implant site and down their back had resolved. When asked what circumstances led to the device kicking on and off while driving, they replied they were unsure, it had possibly been a change in body position. When asked what steps were taken to resolve the device kicking on and off while driving, they responded it had resolved upon leaving the vehicle and had not reoccurred.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the caller said the patient called them at work and they feel like the device is zapping or shocking the patient at the implant site and down their back. They said it started while the patient was driving. The caller said the device is kicking on and off. Patient services reviewed that the patient could turn stimulation off and follow up with their healthcare professional to have the device checked. Patient services said the patient could call back if they needed assistance.